Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was kinked approximately 62.0 cm from the hub. Conclusions: evaluation of the ace68 and the ace60 revealed that both devices were kinked. The type of damage observed on the ace 68 typically occurs due to improper handling during removal from the packaging. If the tubing tray is not removed prior to withdrawing the catheter from the packaging, damage such as this may occur. The damage observed on the ace60 may have occurred due to forceful manipulation of the ace60 during removal from the packaging or preparation for use. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01506.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace 68) and a penumbra system ace 60 reperfusion catheter (ace 60). During the procedure, upon opening the ace 68 and ace 60 product boxes, the hospital staff noticed they were cracked within their product packagings. The cracked ace 68 and ace 60 were found prior to used and therefore were not used in the procedure. The procedure was completed using a new ace 60.